Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell and white particles in the shell. A visual and microscopic analysis was performed which identified broken crease sharp on radius, creases fold, wear abrasion and stress marks. Based on the device analysis the final assessment is: a broken crease sharp on radius assessed as fold flaw opening. Additional, changed, and/or corrected data: h.6, d.9, h.3, g.4.